Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the event and inform that four routine samples were stuck in the centrifuge for 90 minutes. The customer stated that testing was not delayed because they were outpatient samples and results were not expected until the following day. A siemens customer service engineer (cse) was dispatched to the customer site. The cse identified the centrifuge uninterruptible power supply (ups) failed and required replacement. Service is in progress, and siemens is informed that a second centrifuge is connected to the track and can be used by the customer if needed. Siemens is investigating.

Event description:
The customer informed siemens of a loud sound coming from the advia labcell system. The customer observed smoke emitting from the centrifuge, and stated that the circuit breaker triggered to shut off the power. There were no visible flames or reports of damage to property, and there was no need to evacuate the laboratory. There are no known reports of adverse health consequences due to smoke emitting from the centrifuge.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00407 on 02-november-2018. Additional information (03-january-2019): the siemens customer service engineer (cse) replaced the uninterruptible power supply (ups) and the system is operational. No further evaluation is required. Section h6: conclusions code were updated.